Event description:
It was reported that the device exhibited error code 45985. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) seal. A review of the event history log revealed error code 45985. Functional testing was able to duplicate the reported problem. It was determined that the defective printed wire assembly (pwa) was the root cause. The pwa and the dso seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.